Event description:
During a reported 1.5 hour myosure procedure for the removal of a 5cm calcified fibroid in the left anterior wall of the uterus, a patient developed a fluid deficit of 3750cc. The procedure was aborted. Seven bags of saline were used on a "stryker pump" the "fluid pressure was 89-95 and flow rate 100. The vacuum setting was 300-400hg." No diagnostic hysteroscopy was done after aborting the procedure because visualization was poor. Lasix (furosemide) "40cc was give in the or [operating room]." The patient "immediately started urinating and the rn (registered nurse) staff noted the patient was doing fine." The patient was admitted for overnight observation. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) reviews were not able to be conducted for the myosure system as product identification numbers were not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported event and the myosure system. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. (B)(4).